Event description:
Ous MDR- after an implantation period of approximately 7 weeks, lead dislodgement was reported. Moreover, a wound infection was also reportedly assumed. The lead and ICD were explanted and returned to biotronik for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the surgery. Blood penetrated the lead in the cut area. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The helix could be extended and retracted easily. In summary, cuttings in the insulation and deformations of the outer conductor coil were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.